Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The reported condition was confirmed however the root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Event description:
The customer reported to baxter an anti-reflux pca y-set in which a leak occurred at the y-junction due to a crack. According to the report, the nurse was infusing tpn on a patient and sometime into the infusion she noticed blood leaking from the set and upon further inspection saw the leak was coming from a crack in the y-junction. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 4 of the same reported problem from this facility. No further information is available at this time.